Manufacturer narrative:
Corrected data: through follow up, the customer clarified that the lens was opened, but not used due to the patient having a capsule breakage. There was no patient contact. This event is no longer considered a reportable malfunction and no further information will be provided. Regarding section h6, device code: 1069 is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was damaged. No other information was provided.